Event description:
During service by a baxter technician, the device failed accuracy testing by underdelivering. Per service shop, the hosp rep stated they have no record of any pt incident involving the pump.